Event description:
During insertion of iabp pump following ptca, introducer sheath of iab separated from the hub and remained covering the iab as the balloon was advanced over aortic arch. Patient to operating room for removal of foriegn body. Incident reported to manufacturer.